Event description:
Device 3 of 3: reference MFR. Report: 3006705815-2019-01808. Reference MFR. Report: 3006705815-2019-01809. It was reported the patient experienced a loss of therapy. To address the issue, the physician explanted the scs system.